Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital after receiving an alert for noise on the ventricular channel. The lead was capped and replaced.